Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter did not have urine flow. A CT examination was conducted and found that there was a perforation in the bladder. The catheter was in the patient for one day. The catheter was removed when the perforation was found. A new catheter was placed in the patient nine days later and observation for the patient was continued. The nurse stated that when the catheter was inserted 5 cm, there was urine flow. The catheter was then inserted another 2cm.

Event description:
It was reported that the catheter did not have urine flow. A CT examination was conducted and found that there was a perforation in the bladder. The catheter was in the patient for one day. The catheter was removed when the perforation was found. A new catheter was placed in the patient nine days later and observation for the patient was continued. The nurse stated that when the catheter was inserted 5 cm, there was urine flow. The catheter was then inserted another 2cm.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.